Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The filaments were recalibrated. The system was tested, and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system displayed a filament error message. No patient injury was reported.